Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used reservoir showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).refer to manufacture report 2032227-2014-63279.

Event description:
The customer reported that she changed her infusion set and got no delivery for 5 or 6 times and now insulin pump alarmed motor error. Customer's blood glucose was 120 mg/dl. Customer was able to resolve the alarm but it would come back again. Customer will be returning the set and reservoir for analysis. Customer declined to troubleshoot for no delivery due to past event. No further information provided.